Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314trg ICD, implanted: (B)(6) 2012; 419478 lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the superior vena cava (svc) impedance is high and out of range on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.